Event description:
It was reported that during a morcellation of the uterus while using the device, there was complete power failure. The surgery was extended and converted to an open procedure. It was noted that the surgen had to convert to an open procedure anyway in hindsight because the fibroid tissue in the end was too dense and calcified to morcellate.

Manufacturer narrative:
During testing and investigation we were able to confirm the customer's reported problem. Upon arrival at (B)(6) the device was found to have complete power failure as described by the end user. Further investigation traced the fault to component failure on the generator. Reliability issues with the g400 seen in the field have been addressed with a hardward design change. The customer's reported problem was resolved by replacement of the defective component on the generator.